Event description:
During implant on the left side while advancing the filter, when reached the bend in the femoral iliac vein, the filter punctured the sheath. The physician could not retract the device and required surgical removal. It was confirmed that the pt status after removal was good, groin looked fine and there were no complications. The physician also confirmed there was some tortuosity, but not considered very bad. At the time of this report the pt was doing well.

Manufacturer narrative:
(B)(4). Investigation is still in progress.